Event description:
It was reported that during a recanalization procedure, the catheter was allegedly broken. It was further reported that broken tip was allegedly separated. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. It was observed that the helix and tube were cut intentionally at 71 cm from the tip. The sheath was cut at 16 cm from the tip. Due to the cut catheter, it could not be tested whether the catheter had any blockage, as described in the user report. The investigation is confirmed for material separation issue. A clear root cause could not be established. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter was allegedly broken. It was further reported that broken tip was allegedly separated. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure, the catheter of the atherectomy device broke off. Consequently, the thrombectomy was aborted and the catheter tip was surgically removed. Patient was reported to be fine post procedure.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. It was observed that the helix and tube were cut intentionally at 71 cm from the tip. The sheath was cut at 16 cm from the tip. Due to the cut catheter, it could not be tested whether the catheter had any blockage, as described in the user report. The investigation is confirmed for material separation issue. A clear root cause could not be established. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.